Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump alarm. Customer's blood glucose level was 104 mg/dl. Customer states insulin pump rewind first time, second time and third time error occur again. Customer states able to clear the alarm and finish complete prime process. Customer performed self test and test failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform any testing or verify pump error alarms due to flattened dome switches. No stuck button alarm noted during testing.